Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that a few months ago they lost about 30 pounds, and the implantable neurostimulator (ins) has moved. They added that the ins is now sitting on a nerve, which is causing them pain. They also stated that the ins is loose in the pocket. The patient mentioned that they saw a surgeon, who is planning on removing the system on (B)(6) 2019. However, the patient is wondering if reprogramming might take care of their new pain. The patient stated that they initially received the implant for sciatica pain on their right side, and that pain is completely gone. They noted that they don¿t want to have the system removed. The patient added that their healthcare provider reviewed that if the patient¿s pain returned, they would start the whole process again with oral medication and injections prior to considering another implant. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.